Event description:
Hcp reports physician consulted with manufacturer's personnel to perform a bridge bolus. Later, physician consulted manufacturer's staff again following a programming error. The pump was programmed to give a bolus over 21 minutes instead of 21 hours. The pt became very excited as pt couldn't feel the legs; they felt numb. It was decided to stop the pump immediately. The pt was immediately taken toe the hosp by ambulance and admitted to the intensive care unit. The pt remained in the hosp for a couple of days for observation. The pt was reported as having some short term memory loss but doing fine today.